Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: corrected: complaint sample was evaluated and the reported event was confirmed. Lateral alignment frame was returned and evaluated against the complaint and o-ring was not returned along with the frame. Material hardness and dimensional measurements of the screw found to be conforming to the device print specifications. The frame exhibits wear and tear. The ring on the screw acts as the shock absorber. It is unknown whether the device had the ring at the time of impaction. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when impacting the cup implant, the guide screw sheared off. The screw itself was never impacted. One piece fell into the patient and was retrieved. Attempts to obtain additional information have been made; however, no more is available at this time.